Event description:
Arrow trerotola over the wire ptd rotator frag basket item pt-65709-w.  The arrow-trerotola ptd mechanical thrombectomy device was advanced to the venous anastomosis.  As soon as it was activated, the patient experienced pain and the trerotola catheter was seen to twist on fluoroscopy.  Attempts to either advance or withdraw the trerotola were met with resistance and pain.  The graft was seen to shift with attempts to move the trerotola on fluoroscopy.  Transplant surgery was paged and performed open thrombectomy of graft and removal of trerotola.